Event description:
It was reported to resmed (B)(4) that a patient being treated with a vpap IV st device passed away. During the treatment, the on call staff alleged an error message appeared on the screen. The patient was transferred to ICU and passed away several hours later. It was reported the patient was not using the device when they passed away.

Manufacturer narrative:
A preliminary investigation was conducted at resmed (B)(4). The device was functionally tested and performed to specification. No error messages were observed or reproduced when tested. The device was sent to the design house in (B)(4) for an engineering evaluation.